Manufacturer narrative:
Date received by manufacturer: in the initial MDR report, the date aware of 12/25/2015 was provided. The date aware should have been 12/22/2015. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional info: a document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Date of event: at the time of this report, the date of the event is unknown. Initial reporter phone number: (B)(6). The field service specialist (fss) visited customer site and assisted distributor engineer with the troubleshooting. Fss found that the power supply of the system was faulty and would need to be replaced. The distributor was to arrange for ordering the replacement power supply part upon customer''s approval. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the whitestar signature system displayed error 2011 (error getting version strings from instrument host) and shut down by itself. It was reported that the system did not start up again. There was no patient involvement reported and no patient treatments delayed or cancelled.